Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique identifier was not available at the time of reporting. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the firmware was reloaded on the pendant. They performed and system checkout was and the system was working as intended. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging system being used outside of a procedure. It was reported that the pendants buttons were becoming unresponsive. No patient was present.